Manufacturer narrative:
H3) the software team reviewed the case and found that the software was functioning as designed. The reported issue was due to user error. The user went off-labeling in the procedure, causing the described issue. Logs were analyzed. The user went off-label using a tr of 20: the low tr resulted in unstable signal after not reaching ¿steady state¿ during image acquisition. In addition, the effective signal to use for image reconstruction (recovered from each tr after 30 degrees flip angle) even if reaching steady state late in the image acquisition, ended too small, resulting in images being too noisy as described. Also, reportedly, the user did not enter and verified the cvs according to the labeled procedure. This resulted in phase-like images not being the phase images with the sensitivity required to have results within the acceptable accuracy range in visualase sessions. Then, thermometry wouldn¿t have been representative of the actual case, even if heating appeared developing. Phase data from logs was inspected and it was not representative of a regular case (not the phase wrap expected and not the phase noise expected in air). Besides the user going off-label, causing the most effect of the described issue, the pacemaker and titanium bolt would induce eddy currents, contributing further to the noise as described. Also, the confirmed loose bolt explains how ¿micro vibrations¿ resulted in the described extraneous "lines" artifact (frequencies captured by the coil from oscillatory fields after eddy currents in the vibrating bolt), even when the bolt did not feel loose as they said when looked at it before confirmation. Furthermore, with so distorted magnetic field thus far, shimming (homogenization of magnetic field) at default lower orders, was most certainly poorly performed, resulting in even lower maximum signal reached (after fanning out of the cumulative spin magnetization), when compared with a regular, with efficient shimming, case. Note that the not-standard coils assembly they reportedly used, likely caused uneven signal and phase noise, thus causing even poorer snr and poorer rf homogeneity that further contributed to fanning out the cumulative spin magnetization. In conclusion, the lack of understanding of the MRI physics by the user and the adverse resulting effect caused when dev iating from the labeled procedure, resulted in the issue as reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that there was unstable thermography. Phase drift reference was very unstable. A lot of noise in the images. Target area instable to get readings. Troubleshooting was performed and they changed from flex coil to head and neck but due to posterior lateral approach it was hard to fit the patient in the coil as the patient was always placed in supine position. There was also lines visible through the magnitude image which wasn't present on t1 or t2s. It was unclear if this was what caused the unstable thermography. When looking through previous cases it had been present intermittently but not affecting the thermography significantly. The patient had a pacemaker but according to the site this should not have any effect on the images. It was put in mr-mode. They did change th e ventilator (which has been known for causing noise) with no change. The monitoring unit wasn't possible to change but after the case they did a test with a demo head and the lines was still there despite all external equipment being turned off. The probable cause of the reported issue was that there was a lot of the noise in the target area was due to air after the biopsy. The phase drift varied from session to session. Some sessions were very stable others drifted directly. The next step in the reported issue was that after 3 hours of trouble shooting it was decided to accept the instability and continue. The treatment estimate was despite the noise quite accurate. The estimate resembled quite well the actual damage. There was longer than 1 hour delay to the case. There was no reported impact on the patient outcome. Ablation coverage was according to plan.

Event description:
Additional information was received. It was reported that as long as the cv values are not appropriately entered and/or procedures are off label, the resultant temperature map is likely to show inaccuracies. It was noted that the latest conclusion is that software was functioning as expected, but failing to follow the labeled procedure was to result in expected inaccuracies being encountered.

Manufacturer narrative:
H2, b5: event details have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.